Manufacturer narrative:
Correction: batch number updated. See d tab. Device evaluation one sample model mz9267, lot 25095226 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water. No fluid blockage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
Reported issue: tubing failed to flush despite applying considerable pressure with saline.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.